Manufacturer narrative:
H3: analysis of the implantable infusion pump (s/n (B)(6)) found no anomalies and passed all laboratory testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving baclofen (2000 mcg/ml at 1473.9 mcg/day) via an implantable infusion pump. The indication for use was noted to be intractable spasticity due to spinal cord injury/spinal cord disease. It was reported that the hcp noted a volume discrepancy at a refill. 8.4 mls were expected but 14mls were withdrawn. He stated that they had been "pulling back more than expected going back over a year." He noted that the volumes were typically 4-7mls more than expected. A side port aspiration was done on (B)(6) 2018 and there were no abnormalities found. The patient reported that he was having increased spasms at night. The hcp noted that the patient was "mostly asymptomatic" but made "subjective complaints about stiffness at night." No further complications were reported. Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 2,000 mcg/ml lioresal (baclofen) at 1,473.9 mcg/day. The reason for use was not reported. It was reported that the patient has been experiencing volume discrepancies (more than expected) for the past 12 months with increased dosage per day required. It was decided to replace the catheter and pump. A catheter aspiration was completed intraoperatively, but he continued with the replacement of both the pump and catheter. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved at the time of the report. The product would be returned to the manufacturer for analysis. There were no further complications reported/anticipated.